Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: during a test, ip esm failed, broken o2 button - pcb failed - broken wheel, swivel mount does not lock. O2 button test does not pass.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d4, g6, h2, h4, h11. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be an electronic defect on ip key and led board msp159234. After replacing the ip key and led board msp159234 the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the electronic defect on the ip key and led board msp159234 could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following incident description: during a test, ip esm failed, broken o2 button - pcb failed - broken wheel, swivel mount does not lock. O2 button test does not pass.

Event description:
Hamilton medical ag received the following incident description: during a test, ip esm failed, broken o2 button - pcb failed - broken wheel, swivel mount does not lock. O2 button test does not pass.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. A UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6) ) was not labelled with an UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number 8122. Updated fields: b4, d4, g6, h2, h4, h11.